Manufacturer narrative:
The apc applicator was not returned for an evaluation. Nevertheless, the complaint was verified upon the review of provided photographs. It appears that the damage was caused by a combination of the mode being employed (pulsed apc) and long activation times. Therefore, the account was advised to use forced apc (a less stressful mode) when activating over long periods to minimize/eliminate the issue in the future. The following are warnings in erbe's instructions. Applicable warning in vio 300 d user manual: very long activation cycles without cooling phases. The electrosurgical unit is designed and tested for a relative on time of 25 % (conforming to iec 60601-2-2). If you perform very long activation cycles without appropriate cooling phases, the unit can be damaged. Keep to the 25 % relative on time (see also technical data, operating mode), if you operate the unit for a lengthy period. Applicable warnings in apc applicator notes on use: in the case of a long activation time and/or activations which follow in quick succession (with no cooling time) the distal instrument end can become extremely hot. This is not a material fault, rather a consequence of heavy-duty use. If damaged, do not use this product! The involved medical personnel are being made aware of the findings. No trends have been identified and erbe USA, inc. Is now closing the file on this event.

Event description:
The medical center reported that the argon plasma coagulation (apc) applicator's tip became thermally damaged (burnt) during a live donor liver transplant procedure. There was no report of any patient injury.